Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that etoposide was leaking ¿at the y-site connection¿ of a clearlink system non-dehp solution set. It was further described as the y-site was slightly squished and the leak looked ¿like it came right out of the top of the y-site¿ (clearlink valve septum). This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available. .

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed a leak at the y-site. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.